Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported that they had turned everything off following their fall. Then a couple days later adjusted the parameters decreasing from 6.5 to 5.5, they noted the lower is working. The strong/surging stimulation had been resolved. The patient added that they are (B)(6) years old and balance is a problem, but not all the time. They use a cane outside and shopping. They noted their weight to be (B)(6) pounds at the time of the event. They added that they have hypertension, arthritis, spinal stenosis and bradycardia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced a change in therapy following a fall that occurred about ten days prior to the date of this report. The patient stated that their target stimulation area was in their left thigh up to the knee area. However, they had been also feeling strong stimulation in their abdomen area. The patient described the abdominal stimulation as having a surging feel to it. This was considered to be a sudden change in therapy/symptoms. It was noted that the patient was using 6.6v in the past and had turned their setting down to 6.0v but it still didn¿t resolve the issue. The patient stated that they fell pretty hard on the carpet but wasn¿t injured from the fall. Since the fall, the patient tried using stimulation a few times but the issue hadn¿t resolved. At the time of the call, the patient had their stimulation turned off. The patient was to follow up with their healthcare provider (hcp) to have their system checked. No further complications were reported or anticipated. Indications or use are spinal pain and failed back surgery syndrome.